Event description:
It was reported that the patient presented with two syncope events. The right ventricular (rv) lead failed to capture and exhibited high thresholds, infinite impedance, oversensing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.